Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient ampicillin IV drip bag hung at 1819 through alaris pump found to be empty at 2000. Notified the pharmacist and infectious md managing care of patient. Patient stable with no adverse reactions. Patient ampicillin bag supposed to run for 10hrs empty in 2 hours. Drip administration rate error. Biomed tested pump, all tests were within normal operating parameters. Pump returned to service. Mfg: carefusion/bd corp., pump module, model # 8100." An incomplete date of event of (B)(6) 2018 was provided.